Event description:
A ventilator was sent to the manufacturer for routine preventative maintenance. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, damage to the device's flow sensor assembly was observed. The flow sensor assembly was replaced to address the issue.